Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve was calibrated, and the unit was returned to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.